Manufacturer narrative:
Investigation summary one photo was received and evaluated. The photo showed a part of a 1ml ll syringe with customer¿s red tip cap attached. The plunger of the syringe was at 0.1ml marking. The sample was not in its original configuration and appeared to have been manipulated. A light-yellow liquid was observed to be collected on the stopper in the fluid path. The liquid quantity was around 0.02ml. It was not possible to identify the reported foreign matter liquid based on the one photo provided. Physical samples of unused product are necessary to identify any presence of foreign matter. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 1ml ll bns had foreign matter. This occurred on (B)(6) occasions. The following information was provided by the initial reporter: we've received a complaint relating to the above lot of syringes due to the presence of an excessive amount of silicone oil. The silicone also appears to have discoloured after it has been irradiated. There appears to be approximately 0.02-0.03ml of liquid in some of the syringes. Approximately 50 syringes are reported as being affected by this issue that was identified prior to use, so no patient harm or injury.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ll bns had foreign matter. This occurred on 50 occasions. The following information was provided by the initial reporter: we've received a complaint relating to the above lot of syringes due to the presence of an excessive amount of silicone oil. The silicone also appears to have discoloured after it has been irradiated. There appears to be approximately 0.02-0.03ml of liquid in some of the syringes. Approximately 50 syringes are reported as being affected by this issue that was identified prior to use, so no patient harm or injury.